Event description:
The pump was returned to the biomedical engineering dept with an unsigned note that indicated the device had been dropped. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at the user facility, the device did not sound an audible alarm tone on the low volume setting. There were no reports of any adverse events while the device was in clinical use. Though requested, no additional information was provided.